Event description:
Additional information was received that the right atrial lead was explanted and replaced to resolve the event.

Event description:
Additional information was received stating there was far r oversensing on the right atrial lead.

Event description:
During a clinic follow-up, dislodgement of the right atrial (ra) lead was seen through x-ray imaging. Ra lead revision is anticipated, but no further intervention has been performed. The patient was stable and will continue to be monitored.